Manufacturer narrative:
MFR site eval: eval on-going.

Event description:
Country of complaint: (B)(6). During surgery, the upper sevens broke off the needle. This could result in aspiration needle into the larynx.